Event description:
It was reported that an expired mltc cable was used during the patient's implant procedure. Procedure was completed with no complications. No additional information is known at this time.

Manufacturer narrative:
Use of product past product expiration date was confirmed. Product was used in a case on wednesday (B)(6) 2022, whereas product expiration was 31oct2021. Based on the review of the complaint, the method used to assign ubd for the product, sterile barrier testing performed, the overall performance of the device, intended use of the device, low probability of occurrence and worst-case risk assessment detailed above, the patient risk for use of a device passed the ubd is occasional. The inventory procedure update to implement device check was not released at the time of procedure. Since the occurrence, the inventory management policy (B)(4) was released on 03-feb-2022. No reports of patient adverse impacts. No further action outside of completion of CAPA (B)(4) planned activities is needed.